Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer biomed. The biomed stated that the invasive blood pressure is out of range and he is unable to calibrate the device. The biomed stated that when attempting to calibrate the mmx module's invasive pressure calibration, the setup button and then select "cal press" on the screen to start the calibration process is unavailable. The biomed also stated that the option for calibration was under the mmx with software version n.0, but not under the m.04. The rse confirmed with biomed that after applying the test patient simulator with a reusable ibp transducer (reusable transducer are used for test and verification of patient monitoring equipment and not for patient use) for the mmx module, the "cal press" option was not under the menu when selecting the setup menu in order to calibrate the mercury to 200 mmhg. The rse had the biomed perform a cold restart on the module but that did not resolve the issue. The rse requested assistance form a philips clinical support specialist (css) with the issue. The css advised the biomed that the calibration needs to be enabled in configuration prior to entering "cal factor" and "cal pressures". The css stated that in the user's guide (intellivue_patient_monitor_rel._n.0_configuration_guide_4535_647_90761_(eng)) it states: if you want users to be able to perform a mercury calibration while in monitoring mode, set mercury cal to yes. The biomed confirmed that once enabled, he was able to see the "cal pressure" and "cal factor" fields in the ibp menu. Based on the results of the analysis, the product was confirmed to be operating per specifications, and the cause of the reported problem was a configuration issue. The biomed was provided the instructions for enabling and performing calibration.

Event description:
It was reported that the invasive blood pressure is out of range. The device was not in use on a patient at the time of the event. There was no adverse event reported.